Manufacturer narrative:
Visual examination of the returned device revealed: no visual defects on the balloon catheter. Both the proximal and distal balloon bonds remained intact, and the balloon ruptured the entire length of between the bonds. The device history record (DHR) for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints records for this lot. The april 2008 15-month gi retrieval balloon product family complaint trend report, inclusive of all failure modes, were reviewed; no unfavorable trend was noted. The cause of the balloon rupture was not determined.

Event description:
It was reported to boston scientific corp on april 29, 2008 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure in an adult pt on twelve days earlier. According to the complainant, the balloon "popped" after an initial pass through the bile duct. There were no pt complications associated with this malfunction. The procedure was completed with a second extractor rx retrieval balloon. The pt's condition was reported as "fine" following the procedure.